Event description:
Pt was on bipap for flash pulmonary edema. He was on it approx 45 minutes when the machine stopped functioning. Respiratory therapy responded to the alarm. Machine was tried in other power sockets and cord was checked to see if it was making contact. Machine would not restart. No harm to pt.